Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 105) was isolated to the monitor's electrode belt connector being unplugged from the monitor enclosure, damaging the j1001 connector from the ca board. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 105.